Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. An image review was performed and confirmed that an unknown tissue was stuck on the wrist of the prograsp forceps instrument.

Event description:
Hold for rw 1.31 it was reported that during a da vinci assisted general surgical procedure, it was stated the surgeon was getting tissue stuck in the hinge of the prograsp forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was informed that the site completed the procedure robotically.